Event description:
It was reported that the implantable loop recorder (ilr) was unable to be interrogated and the battery was depleted. It was noted that the ilr was implanted over four years ago and device specification is for three years of battery use. The ilr remains implanted but is no longer functional. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.